Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found that the device generated an exhalation flow sensor error message. The se also found that the thermo-wires in the exhalation flow sensor were damaged. The se replaced the exhalation flow sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator generated a loss of communication diagnostic message. The ventilator was not in use on a patient at the time the event occurred.